Event description:
It was reported that the customer received an incomplete alert as they had not completed a pump request. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. Tandem technical support educated the customer on the meaning of an incomplete alert.